Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 07/20/2016 that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Patient described the reaction as being red, itchy with hives and having bled and scabbed over. Reaction became a staph infection and was located under the sensor. On (B)(6) 2016, the patient went to see the allergist concerning the reaction and was prescribed mupirocin and fluticasone propionate. Affected area was treated with the prescribed medications. At the time of contact, the patient was stable and still using the sensor. No additional patient information is available. No product or data was provided for evaluation. The reported event of skin reaction could not be confirmed. A root cause could not be determined.